Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the bag had a detached and loose spike port cover. Functional testing was performed by filling the device and firmly squeezing the bag, and no leak was observed from the sample. The reported leak condition was not verified. The cause of the detached spike port cover could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one 500ml eva (ethyl vinyl acetate) bag was leaking from an unspecified location during mixing. There was no patient involvement. No additional information is available.